Event description:
A company rep reported that the infusion set tubing completely separated from the luer. No further info was provided. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.